Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). For the investigation only the history log files were send in. The history files were read out and analyzed. During the analysis of the history files no malfunction could be detected the complaint could be not confirmed.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kindom: "incident - falling blood pressure"